Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported complications (unspecified) during the surgery and the pt required the placement of one stitch. On the first postoperative day, the surgeon noted chemosis. In a follow up, the surgeon reported the pt is doing very well postoperatively and is very happy with his vision. The surgeon also stated the event did not result in an unexpected postoperative refraction. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 01/19/2010, 01/27/2010, 02/08/2010, and 02/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).